Event description:
It was reported that the customer was hospitalized overnight due to bent cannula. The caller was concerned that the insulin pump did not alarm no delivery. The blood glucose at time of admission was 27.9mmol/l. The customer experienced high ketones, nausea, and vomiting. The customer was treated with anti-nausea, drip, and rapid acting insulin. Assisted the caller to perform the high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.